Event description:
It was reported that aspiration was lost. The 2.4mm jetstream xc catheter was selected for use in a lower leg extremity atherectomy procedure. The catheter was primed well, was advanced to the lesion, and was aspirating in blades down mode. When the mode was changed to blades up, aspiration was lost. It was aspirating bubbles and some of the atherectomy lubricant. The device was then put into rex mode to clear the aspiration port without success. Then the device was removed from the patient and reprimed; however, was also unsuccessful. The procedure was completed using a new jetstream catheter. There were no patient complications. The product is expected to be returned.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 2.4mm jetstream xc catheter was visually and microscopically examined which found no damages. The device was functionally tested by connecting it to a jetstream console, and the device was able to prime and run with no issues. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the clinical observations of aspiration issues.

Event description:
It was reported that aspiration was lost. The 2.4mm jetstream xc catheter was selected for use in a lower leg extremity atherectomy procedure. The catheter was primed well, was advanced to the lesion, and was aspirating in blades down mode. When the mode was changed to blades up, aspiration was lost. It was aspirating bubbles and some of the atherectomy lubricant. The device was then put into rex mode to clear the aspiration port without success. Then the device was removed from the patient and reprimed; however, was also unsuccessful. The procedure was completed using a new jetstream catheter. There were no patient complications. The product is expected to be returned.